Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 1.1 and 1.2 had failed. A field service engineer (fse) found that all boards had failed. The fse replaced all boards, reseated cables, checked components, and cleaned out debris. Test functions were performed, and components were verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication. There were no delay or adverse events or injuries reported based on this event.